Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was good post procedure.